Event description:
It was reported that increased capture thresholds were observed. The lead was explanted and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.